Event description:
It was reported by the affiliate that before an unknown procedure, a breakage hole found on the pouch after opening the box. The box was intact. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). One package was returned for analysis. Package was very dirty and in very poor condition. The tyvek surface was severely abraded and scraped making several tiny rips and one larger rip in the tyvek above the flat part of the cartridge retainer. The rips and scrapes appear to be from multiple directions as if the package had been under a heavy object or between two moving objects and it was moved and scraped multiple times. There was a second area of scraping and dirt on another section of the tyvek. The second area of damage did not result in any hole or rip. The film side of the package also showed scrapes and abrasions in multiple directions. The package was opened for further inspection and it was found that the cartridge device was scraped/abraded and dented as if from multiple impacts. The customer had stated that the box was intact, but it cannot be determined if the damaged and dirty cartridge package was of the same lot number as the carton and remaining packages. It is likely that the affected package was not stored properly to prevent damage like that seen on the sample. It is most likely that the damage to the product occurred due to handling and storage conditions external to ees. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.